Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion test was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluator did not observe any symptom or potential cause of the reported problem. Force sensor and tubing guide requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test.this occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.